Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the reported phenomenon ¿no image (only color bar is displayed)¿ occurred because the video function did not work properly due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the 4k autoclavable camera head fails to connect and display image. The event occurred during preparation for use, prior to a therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported event was confirmed due to a failed cable. In addition, a housing chipping on the packing cab was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.